Event description:
It was reported that the customer's insulin pump alarmed motor error several times. Troubleshooting was performed, and the device passed the displacement and self test. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk.